Event description:
Sorin group received a report that the motor controller of the s5 roller pump did not function properly during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the motor controller of the s5 roller pump did not function properly during set up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative confirmed the issue and replaced the motor controller board. After replacing the motor controller board, the service representative performed a preventative maintenance on the pump and subsequent functional testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.